Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no issue found between es server and interface. A technical support specialist, could not replicate the reported issue. The device functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, device experienced interface problem. The customer reported that they have used another station to remove medication for patients. There were no adverse events or injuries reported based on this incident.